Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity, and measurements throughout these tests were within normal limits. Laboratory analysis was unable to conclusively determine the root cause for the helix extension issues, as the fluid in the helix housing prohibited helix mechanism testing. An x-ray was performed with no anomalies. Laboratory analysis was unable to conclusively determine the root cause of the reported observations or the extension issues during the attempted lead repositioning.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a few months after implant, during routine follow-up the right atrial (ra) lead was checked and had loss of capture, low amplitude, and high pacing threshold. An x-ray was performed and did not show any lead movement or physical issues with lead. The physician decided to reposition the lead. During repositioning, the helix retracted appropriately but would not extend after multiple rotations. The ra lead was explanted and replaced. Intravenous antibiotics were administered to the patient, and the follow-up was increased. No additional adverse patient effects were reported.